Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "non-healing infection", "fluid collection/300 cc seroma".

Event description:
Healthcare professional reported "pain". Healthcare professional later reported "non healing infection". Healthcare professional later reported "fluid collection" and "300cc seroma" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.